Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that while the physician was closing the pocket, the device stopped pacing and could not be interrogated. When the ventricular lead tested normal, the generator was replaced. After the device was removed, it could be interrogated, was found to be in vvi mode and could not be programmed.